Event description:
Olympus (omsc) was informed via repair request that the customer high definition autoclavable camera head for a no image malfunction, loss of image. The reported problem was found during an unspecified event. No death, injury or harm was reported. The camera head will be returned for repair.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the reported problem, loss of image, which was identified to be due to a defective/faulty charged coupled device (ccd) unit. Additionally, the cable unit has appearance defects, and the scope mount is loose/wobbles. The cause of the defective ccd unit is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty charge coupled device (ccd). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.